Event description:
The customer states that one of the cell-dyn sapphire analyzers in the lab is demonstrating imprecision with pt and control samples. For example, one pt generated an initial hemoglobin result of 8.94 g/dl that retested at 9.60 g/dl on the other sapphire analyzer in the lab. The customer tried several troubleshooting procedures, but could not resolve the issue. A service call was initiated. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. A final report will be issued at the conclusion of an investigation.